Event description:
A report was rec'd stating that a pt had a pocket revision due to discomfort because he was sitting on the generator. The dr moved the location of the pocket and implanted two lead extensions.

Manufacturer narrative:
This is the final report.